Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The photo of product upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The suture broke during pulling a myoma in the uterus. Another device was used to complete the procedure. There were no adverse consequences for the patient reported. No further information is available.

Manufacturer narrative:
Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle with a fryer and broken suture could be observed. However, no conclusion could be reached of how this happen ed as the sample was not returned for analysis. Unfortunately the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.